Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline breast prostheses. Deflation of the right breast prosthesis was identified. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 2.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 6597635 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient also has thin tissues due to attenuation, as well as low grade synmastia. The patient underwent bilateral capsulorraphies and bilateral exchange to mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2018. Investigation summary was also updated to: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 2.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. According to the information received, it was reported a deflation, soft tissue atrophy and cutaneous contour deformity on a saline breast implant. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).